Event description:
Pacu rn was removing tubing from IV pump preparing patient for transfer to floor and found the part of the tubing that fits into the machine had an outpouching of fluid. Bubbled area approx 7/8 of an inch long and 9/16 of an inch wide. The pump had been infusing without issue. Staff report they have never seen this before.